Event description:
User reported that the level sensors were not working correctly. The level sensor correctly triggered protected level, but not the safe level. There was no patient harm; however, this type of event is considered reportable.

Manufacturer narrative:
Investigation did not find visible damage to the sensor. The sensor performed as expected when attached to a reservoir; however, it was noted that when manipulating the cable to different positions, the sensor would stop working. It was determined that wear to the internal cable caused the issue. Therefore, the sensor was scrapped to prevent further use.